Event description:
Patient additionally reported ¿fatigue, pain and tiredness¿, ¿strong pain in left breast and inflammatory symptoms¿, ¿some cystic areas¿ and diagnosed with ¿invasive breast carcinoma¿, not device related.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
The reported events of pain and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and lump/nodule.

Event description:
Patient's representative reported left side severe pain and nodules. The device has been explanted.